Event description:
The account alleged that the siderail cable is cut and some bare wires are exposed. No injuries.

Manufacturer narrative:
The technician replaced the siderail cable to repair the bed. The cause of the cut cable could not be determined.